Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was discovered that the atrial lead exhibited noise resulting in auto mode switch episodes. The noise was not reproducible with isometrics in the clinic. No intervention was performed. The patient was in stable condition.